Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, noise resulting in oversensing and mode switching were noted on the right atrial (ra) lead. Provocative testing was performed and oversensing on the ra lead was able to be reproduced. The patient was stable and will continue to be monitored.